Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was consulted and upon review found that the noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes, troubleshooting and programming options. The patient was brought in for testing and the noise was not able to be reproduced. Subsequently the sensing vector was reprogrammed. During the testing, high shock impedance measurements and a superficial coil location were noted. A system revision procedure would be scheduled for after summer. The s-ICD and electrode remain in service and no adverse effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was consulted and upon review found that the noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes, troubleshooting and programming options. The patient was brought in for testing and the noise was not able to be reproduced. Subsequently the sensing vector was reprogrammed. During the testing, high shock impedance measurements and a superficial coil location were noted. A system revision procedure would be scheduled for after summer. The s-ICD and electrode remain in service and no adverse effects were reported.